Manufacturer narrative:
Investigation summary: this memo is to summarize findings on your recent complaint (B)(4) regarding bd sabouraud agar with gentamicin and chloramphenicol, catalog number 254041, lot numbers 3116135 and 3150057 with respect to performance issue. Event description: it was reported that growth of pseudomonas aeruginosa is growing on bd sabouraud agar with gentamicin and chloramphenicol, catalog number 254041. Complaint history review: the complaint history was reviewed, and no similar complaints were reported for the affected lot numbers. A trend was not identified. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Sample analysis: retain samples were analyzed in a performance test using staphylococcus aureus atcc 25923, escherichia coli atcc 25922 and pseudomonas aeruginosa atcc 27853. No deviation was detected, and growth was still inhibited after 7d at 25-28°c incubation. No return samples were provided. Pictures illustrating growth on the agar were shared. Evaluation results and investigation conclusion: based upon our investigation, we have excluded any systematic failure in our manufacturing process. All the release testing was satisfactory and additionally, the retest performed on the retain samples with staphylococcus aureus atcc 25923, escherichia coli atcc 25922 and pseudomonas aeruginosa atcc 27853 was satisfactory. Since no trend was identified and no process deviation could be detected, further actions are not indicated at this point. Based on the above-mentioned investigations and testing, we cannot confirm this complaint. However, bd will continue monitoring incoming complaint with similar failure mode. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.

Event description:
It was reported while using bd bbl¿ sabouraud dextrose agar w chloramphenicol & gentamicin deep fill, there was excessive growth. There was no report of patient impact.